Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain at the implantable neurostimulator (ins) and a collection of liquid at the extension "ij" following the implantation of an ins. The pain was severe enough to make wearing clothes intolerable. Additionally, there was a purple coloration at the site, and pain was noted upon palpation. Liquid collection was observed at both the ins and extension sites. The patient required inpatient hospitalization, as well as medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment. Diagnostic procedures, including lab testing and examinations, were conducted on (B)(6) 2025. The entire system was explanted on (B)(6) 2025 and disposed of according to biohazard instructions. The issue was resolved with sequelae on (B)(6) 2025. Additional information received stated that the patient had not experienced a fever and that cultures taken on (B)(6) 2025 were negative and indicated no infection. Additional information was received. Implant dates for the lead and the ins confirmed. Regarding clarification of the statement "collection of liquid at the extension "ij". And what "ij" means, it was stated that from data in the clinical database, the patient reported experiencing pain at the ins site on (B)(6) 2025 without any associated fever. On (B)(6) 2025, the patient was evaluated in the clinic, where purple discoloration and a palpable fluid collection at the ins site were noted, along with pain upon palpation. On (B)(6) 2025, cultures were obtained from the site, which returned negative, indicating no signs of infection. Based on site assessment, multiple factors were associated with the event or even caused the event, including neurostimulator, adaptor, extension, lead and the incisional site/device tract (neurostimulator pocket lead/extension tract lumbar site lumbar site).

Manufacturer narrative:
Continuation of d10: product ID 348728ae lot# (B)(6) serial#: explanted: (B)(6) 2025 product type lead g2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.